Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead measured high capture threshold and showed intermittent undersensing. It was also reported that premature battery depletion was noted on the implantable pulse generator (ipg). The ipg and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.